Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the coronary angiography procedure was aborted after a delay of more than 20 minutes and was completed after the patient was moved to another room. A philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to emit x-rays. During troubleshooting, the fse performed an inductance test on the tube filament and found that both the large-focus and small-focus filaments were broken. The fse replaced the x-ray tube and returned the defective tube for analysis. The analysis confirmed filament wear-out and also the tube had failed with both filaments blown after intensive use. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.